Event description:
It was reported that during a percutaneous intervention (pci), a balloon rupture occurred. A maverick 2 monorail 15mm x 3 balloon had been advanced to treat an unspecified lesion. On the 2nd attempt to inflate the balloon, the balloon ruptured at 14 atms. The procedure was completed with another of the same device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.